Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had an unrelated procedure in (B)(6) 2021 and the device was not placed in surgery mode. Post, patient noticed stimulation was off. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Corrected data: h9, the fsca number has been added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
H6: 2885 - battery problem changed to 3283 - wireless communication problem.